Event description:
Pt reported two weeks after injection with juvederm in the "nasolabial folds and under the eyes", they developed bruising, "swelling to the upper and lower eye lids", a "droopy" right eye that is "tender to the touch and red", and "swelling in the bag of the eyes". The pt reported being prescribed "penicillin and an unk eye cream". Pt also reported self treating the symptoms with a "warm wash cloth and saline eye drops".

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2013. Pt did not permit f/u with the injecting and/or treating healthcare professional; info such as the lot number is not available. Device labeling: adverse events: the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.